Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient called to order adhesive discs. Patient mentioned they had to charge every day now because their neurostimulator (ins) went dead fast. Patient explained that therapy never reached down her lower back. Patient stated she had to have an epidural on tu. Patient stated about 5 months ago they put 4 new programs in her back to try to get it down to her lower back. Patient stated she has 1000 pulses going through her legs now, the intensity increased really high. Patient stated she is charging every day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had 4 new programs that changed/put in the device. The intensity in patient's leg was set on the highest level of 1000 pulses per minute to keep legs from buzzing. Patient stated they were unable to lower intensity and it has to be done in the hcp's office. Patient stated they have to lower the program but it still has to be charged daily.

Event description:
Additional information received from the patient reiterated that the were charging daily following the ins being reprogrammed. The patient stated that they were very happy with therapy and that it was working for them. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.